Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the moving parts of the trigger not moving smoothly and the trigger being sticky, identified during service and evaluation were confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the moving parts of the trigger did not move smoothly on the battery handpiece/modular device and the trigger was sticky. It was further observed that the labeling had an illegible etch, and the device had a leak tightness test failure, and the moving parts did not move smoothly. It was further determined that the device failed pretest for marking and labeling, leakage test using bubble emission technique, check for mechanical free moving and check for sticky triggers. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.